Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose in range of 3 to 400 mg/dl. The customer declined troubleshooting for the high blood glucose and mentioned that blood glucose would not go over the 118 mg/dl in the past. The customer also had problems in uploading the insulin pump to the care link. The device will not be returned for analysis.